Event description:
It was reported that a edwards aortic bioprosthesis was explanted after an implant duration of approx. 2 years. The operative note findings were as follows: had aortic root abcess. Valve partially dehisced with vegetation. There was no evidence of endocarditis but annulus was infected. Erosion onto the septum." No additional records have been obtained, although efforts are ongoing.

Manufacturer narrative:
(B)(4). Evaluation summary: as received leaflet 1 is dropped relative to leaflets 2 and 3 by approximately 1mm. In the cusp area of leaflet 1, a hole, through the entire thickness of the tissue, was visible and measured approximately 2mm by 1mm. It is beveled at the outflow aspect. Such characteristics are typical characteristics of those caused by suture tail abrasion. Surgical sutures on the sewing ring at close proximity of the described hole, indicated longer than typical suture thread, 4-5 suture knots were present. Per IFU, the surgical precautions item 4 states: ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures. Tissue was also observed on loose end of suture. Minimal host tissue was observed on the stent inflow and outflow. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. There was no visible calcification observed on all 3 leaflets. No visible damage to wireform. Method = x-ray. The reported event could not be confirmed; however the device evaluation indicates that the reported event was due to surgical technique, causing suture tail abrasion and is not related to any device malfunction. In our instructions for use (IFU) the following is indicated: "it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures."